Event description:
Emergency medical technician's responded to a person, condition unknown. The device was connected to the pt for cardiac monitoring. According to the rptr, the device locked up and the display blanked. Vital signs were monitored manually while the pt was transported to the hospital and no adverse affects were reported as a result of the alleged malfunction.